Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low battery alert, weak battery, off no power, blank display and damage from the insulin pump. The customer's blood glucose reading was 95 mg/dl. The customer stated that he woke up to a blank display after receiving weak battery and off no power. The customer found a crack on the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates. The pump functioned properly. No blank display or display anomaly was noted during testing. No damage inside the pump was noted. The pump functioned properly during functional checks, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, weak battery, off no power or battery indicator anomaly was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.